Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no images were provided and the heartmate 3 coring tool was not returned for investigation. The coring tool, lot number 7588610, was disposed of by the account and is unavailable for investigation. The heartmate 3 coring tool instructions for use (IFU) warns the user to ensure that the coring tool is not damaged prior to use. The device should not be used if it appears to be damaged in any way. Additionally, this IFU warns the user to avoid attempting to repair the coring tool system components. Furthermore, this IFU lists bleeding (perioperative or late) as an adverse event that may be associated with the use of the coring tool; however, available event information indicated that the bleeding was caused by the patient¿s friable myocardial tissue. The relevant sections of the device history records for the heartmate 3 coring tool, lot number 7588610 were reviewed and showed no deviations from manufacturing or quality assurance specifications, which includes final packaging and labeling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the heartmate 3 implant, the heartmate 3 coring tool was utilized to core the left ventricle apex. Transesophageal echocardiography (tee) left ventricle thickness measurement was 1.67 centimeters. The coring tool was used without issue. Core appeared to have residual tissue, cordae, and did not look like a "clean" cut. The surgeon stated the lv tissue was friable and noted additional bleeding on the back side of the heart. She felt that the bleeding was due to the quality of the tissue but also the coring tool not fully cutting through and "ripping" the tissue causing it to create a fissure which resulted in bleeding. Additional sutures and surgical repair was performed. The patient had a complicated operating room course that required prolonged cardiopulmonary bypass (cpb) for greater than 7 hours, fulminant pulmonary edema, and inability to wean from cpb. Veno-venous extracorporeal membrane oxygenation (vv-ECMO) was initiated, but there was difficult flow across lungs and transitioned to veno-arterial extracorporeal membrane oxygenation (va-ECMO). The patient's lactate was 16.2. The surgeon stated that the patient also had a transfusion reaction to platelets, liver failure, and kidney failure. The lvad had low flow alarms due to competing flow with va-ECMO. Care was withdrawn and the patient expired on (B)(6) 2020. Date of implant was (B)(6) 2020. Manufacturer report number of pump: 2916596-2020-06462.